Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for unrelated events when the diagnosis of peritonitis was made. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with an unknown intraperitoneal antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. On unreported date(s) after hospital discharge, the patient was treated with an unknown oral antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. On unreported date(s) during hospitalization, peritoneal dialysis therapy was not performed and then peritoneal dialysis was performed. After approximately a one week total of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event and the peritoneal effluent was clear. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.